Manufacturer narrative:
Concomitant medical product: 1258t lead implanted: (B)(6) 2014. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was explanted due to a systemic infection. The device system was later replaced. No further patient complications have been reported as a result of this event.